Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. The involved reciproc blue file r25 8/100 25mm is actually broken at the tip of the active part (mixed conditions torque + fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1590050, 1592745, 1592323, 1591925). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported multiple file breakages (exact number unknown) with reciproc files. The event outcome is unknown as of this MDR evaluation.